Manufacturer narrative:
Visual observation on the returned samples showed that cracked was observed from the female lure fitting of the 50¿ clear pressure tubing assembly upon receipt. Cavity number ¿42¿ printed on the female luer fitting of 50¿ clear pressure tubing. The batch documents have been reviewed and the records showed that no problem was found relating to damage component or leakage during the manufacturing process. The review confirmed that all the operations, materials and tests were performed per manufacturing procedures. Engineering evaluation have been carried out on the returned samples and compared with those on the stock. The mold flow analysis conducted on the fitting and shown no stress point on the structure of the lure fitting. Dimensional measurement was conducted on the inner surface of the female fitting and the male lure of the stopcock. Based on the dimension analysis, the inner surface of the female fitting is between nominal to lower (i.e. Can be smaller in size). The male lure has a dimension that is nominal to high (i.e. It is bigger in size). Hence when these 2 parts are coupled together, the interference fitting between the parts can be extremely tight to no tolerance, thus, further tightening of the parts can result to crack on the female fitting. The following actions are being taken to address this complaint and the investigation findings: production associates have been informed on the complaint and not to over tighten during assembly. New stopcocks which have smaller dimension on the male lure have been implemented and will be fully cut over by (B)(6) 2015. As part of the containment action, it is recommended that the connections to be uv bonded. This will prevent any further tightening during product application and hence reduce any potential crack on the female lure fitting.

Event description:
The blood back flow to the transducer and leakage on volume restricted syringe.